Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4470 competitor implantable pacing lead. (B)(4). Device remains in use.

Event description:
It was reported that the patient received shocks following episodes of svt (supraventricular tachycardia). The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received several inappropriate therapies (both atp (anti-tachycardia pacing) and shocks) due to a sudden onset of atrial tachycardia. The patient was admitted to the hospital, given medication, and a device changeout is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.